Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. (B)(4). A review of the device history record was completed: avalign technologies - nginstruments manufactured the 2.0mm cannulated drill bit / qc, 150mm, part number 310.221, lot 7821467. The certificate of conformance indicated the lot was processed and conformed to specification requirements. The lot was inspected and conformed to the incoming final inspection sheet. There were no complaint-related anomalies, material review reports, or non-conformance reports associated with this lot. (B)(4) parts were released to the warehouse on 19january2015. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the distal tip of a drill bit broke off while drilling over a wire during a metatarsophalangeal (mtp) fusion intra-operatively on (B)(6) 2015. An approximate fifteen (15) minute surgical delay was reported, and three to four (3-4) additional x-rays were taken. Some of the fragments were retrieved, and some were left behind. The procedure was completed without further incident. (B)(4).